Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose levels while wearing the insulin pump. She stated that she got the new insulin pump with the sensor and while she was being trained on it, her blood glucose levels kept rising. The sensor is working. She thinks the device is programmed correctly. Her blood glucose level has been around 300 mg/dl since earlier today. When she got stuck on the freeway, it dropped down to 51 mg/dl. Customer's blood glucose is currently 348 mg/dl. She said she felt her chest was tight. Customer treated with a shot. During trouble shooting, the drive support cap appeared normal. Insulin exited the tubing during manual prime. A leak was not found. Customer was advised that the device is working as designed. She was advised on proper infusion set changes and told to monitor her blood glucose levels. Nothing further reported.